Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted a "unit failed" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed and attributed to a faulty integrated circuit on the main board. The main board was replaced. The device was recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact as the device prompted a unit ok message, which indicates that the device would function in clinical or rescue mode. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted a "unit ok" message but the ready for use indicator remained in a red x condition. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.